Event description:
During a routine patient infusion, the infusion pump display showed a total infusion of 18.4 ml, but the amount of fluid emptied from the reservoir was only 6 ml. The pump programming was for a rate of 10.7 ml/hr and the total infusion time was 102.82 minutes. No patient injury occurred.